Event description:
The customer reported received repeatable (B)(6) results from one patient's sample generated on the unicel dxi 800 access immunoassay system that was discordant to an alternate method. The result was not reported out of the laboratory and the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.the sample collection information and system check data have not been provided. The qc was performing within the customer's established limits on the date of the event.service was not dispatched for this event; however, the sample was sent to customer product line support for investigation. Patient sample was first tested after centrifugation for hbsag to confirm customer's results. Sample was tested with the hbsag confirmatory assay. Heterophile testing was then carried out on the screening assay.cpls found the sample (B)(6) on screening (B)(6) assay ((B)(6)).sample was tested on the (B)(6) confirmatory assay. Sample tested neat gave a hbsbk signal below 40% and therefore, it was not confirmed reactive.heterophile testing demonstrated the presence of interfering substances leading to a falsely reactive hbsag result since at least one of the heterophile blockers used in the test significantly lowered the signal.

Manufacturer narrative:
Heterophile testing demonstrated the presence of interfering substances leading to a falsely reactive hbsag result since at least one of the heterophile blockers used in the test significantly lowered the signal.